Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced integrated electrosurgical unit (iesu) to resolve the issue. The system was verified and ready to use. The iesu has been returned and evaluated by the failure analysis (fa) team, and the reported issue was confirmed through logs and log reviews. The logs consistently showed c-34 errors, along with other errors such as c-30, m-11, c-38, and m-18, indicating issues with the generator. The front bezel of the unit also requires replacement due to significant yellowing. The probable cause of error was attributed to a faulty electrical component inside the generator.

Event description:
It was reported that during a da vinci-assisted sleeve to bypass revision surgical procedure, the customer informed the technical support engineer (tse) that monopolar and bipolar energy were not working due to an error c-34 message, despite attempts to reboot the generator. The tse instructed to perform a hard reboot and disconnect external foot pedals, but the error persisted. The customer did not have another vision tower available, so they planned to use a laparoscopic cautery instrument while searching for a covidien force triad and activation cable. Later, it was reported that the blue covidien cable was found and connected, allowing the procedure to continue. The customer continued with the procedure using a third-party generator without further issues. No known impact or patient consequence was reported.